Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7082791.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. X-ray revealed that the lead had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will not be returned per facility policy.